Event description:
Initial report: this non-serious spontaneous case from (B) (6) was reported by a physician on (B) (6)-2010 - (B) (4). This case involves a female patient who developed nodules after receiving poly-l-lactic acid (sculptra) therapy. No treatment details were provided. Relevant medical history and concomitant medication information were not mentioned. Action taken: not applicable. Corrective treatment - unknown. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B) (4); (B) (4). Physician's causality: possible. Additional information received on 05-mar-2010, in the form of ptc investigation results: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B) (4). The review of the dhrs (device history record) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Additional information received on 05-may-2010, from a physician: based on this new information, this case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. This case involves a (B) (6) female who was treated with poly-l-lactic acid in 2009. She was injected three times, with three months between each treatment. One year later, the patient experienced nodules all over her face on the injection sites. Corrective treatment was administered with triamcinolone (trigon depot). Nodules improved; however, were still visible at the time of reporting.